Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. Samples were not received. Pictures were received. Drops inside individual package are observed. No visible defects of package are found. Event 1270143 ¿cathy with water inside the package¿ was initiated to investigate the issue. On a base of the available information likely cause for the issue was identified as ¿extremal environmental conditions during storage /transportation at /to distributer¿. No manufacturing failures were identified, therefore no CAPA is required from minsk site. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3007966929.

Manufacturer narrative:
Device 247 of 257. Cathy-closed suction system. (B)(6). Date of device manufacture: 06/2018. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the sterile product "has moisture / water inside packaging". Photograph depicting the reported compliant issue was submitted by the complainant. The product was not used, no harm reported.